Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced. The system was then found to be working as intended.

Event description:
The customer reported a recurring issue with the system locking up. No report of pt injury.